Event description:
It was reported that during an laparoscopic appendectomy procedure, the device failed to open after the first firing. No other information was given. It is unknown how they removed the stapler or if they used another to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during an laparoscopic appendectomy procedure, the device failed to open after the first firing. No other information was given. It is unknown how they removed the stapler or if they used another to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired, a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during an laparoscopic appendectomy procedure, the device failed to open after the first firing. No other information was given. It is unknown how they removed the stapler or if they used another to complete the procedure. There were no adverse consequences for the patient.